Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient had experienced blurry vision followed by overcorrection which loses the visual acuity of more than three lines in the left eye after refractive surgery. Symptoms are still continuing. Surgeon is planning for re-treatment. There are multiple related reports for this facility. This report addresses the patient cs, left eye and other manufacturer reports will be filed.